Event description:
It was reported by a corin representative that the primary surgery was held on the (B)(6) of (B)(6) 2020. Ops plan was completed for trinity/metafix implants however actual implants used in surgery were trinity/paragon. The size 2 paragon stem position was higher than where the broach sat. As a result the patient's leg was longer than desired. The patient was not comfortable with the change on leg length so on the (B)(6) of (B)(6) the patient was revised to a size 1 head.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, dynamic hip analysis and pre-imaging. All manufacturing steps of implant positioning and report generation were reviewed. Results: while the case was booked and planned using a metafix collared stem, the surgeon chose to use a paragon stem during the surgery. It is possible that the variation in stem design as well as using the femoral guide for a different stem caused a discrepancy which may have affected the way the guide is seated in the femur. However, no postoperative imaging was provided and hence could not be compared to determine the root cause of the event. Conclusion: all the operations were completed correctly as per the relevant work instructions, there were no issues detected with any of the products. Correspondence with the surgeon representative indicated the issue was related to intra-operative decisions only and further commented that "no, the ops technology did not malfunction. The ops plan was for a metafix stem however we used a paragon stem instead. The stem we selected in the primary surgery was too large and therefore sat higher than desired".

Manufacturer narrative:
We will provide a follow up report upon completion of our investigation.

Event description:
It was reported by a corin representative that the primary surgery was held on (B)(6) 2020. Ops plan was completed for trinity/metafix implants however actual implants used in surgery were trinity/paragon. The size 2 paragon stem position was higher than where the broach sat. As a result the patient's leg was longer than desired. The patient was not comfortable with the change on leg length so on (B)(6) the patient was revised to a size 1 head.